Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the hydratome appeared to be bent in the box. The device was set aside and not used during the case. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the hydratome appeared to be bent in the box. The device was set aside and not used during the case. The procedure was completed with another hydratome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, the hydratome appeared to be bent in the box. The device was set aside and not used during the case. The procedure was completed with another hydratome sphinceterotome.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.